Manufacturer narrative:
Initial MDR 2432235-2016-00758 was filed on 12/9/2016. Additional information (1/30/2017): siemens technical support laboratory (tsl) carried out a study in house with ipth reagent lot 321 with control lot 059. Tsl studies showed that reagent lot 321 was performing per specifications and the customers observation could not be confirmed. The customer was provided reagent lot 322 for troubleshooting purposes and showed acceptable performance. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the lower ipth results on quality control and patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer has indicated that they are obtaining low recovery on quality control samples for the intact parathyroid hormone assay (ipth) on an immulite 2000 xpi instrument when using reagent lot 321. Patient samples were run using kit lot 321 and the results were reported out to physician(s) but not questioned. The customer then received kit lot 322 for the ipth assay and ran patient samples on kit lot 321 and 322 for comparison purposes. The patient sample values on kit lot 322 were higher as expected than the values obtained on kit lot 321. There were no reports of patient intervention or adverse health consequences due to the lower values obtained for ipth on the immulite 2000 xpi instrument.